Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This (B)(4) is related to (B)(4). Reports regarding the revision surgery which was performed after the primary surgery. This (B)(4) reports regarding the second surgery on june 25, 2018. (B)(4) reports regarding the removal surgery on (B)(6) 2021. (B)(4) reports regarding skin rash which appeared after these surgeries. It was reported that on (B)(6) 2013, the patient underwent the revision surgery with the cup (the other company¿s device), the srom, the accord cable (the other company¿s device), and the head. The revision surgery was completed successfully without any surgical delay. On (B)(6) 2017, the accord cable got broke after the revision surgery. On (B)(6) 2018, the patient underwent the second surgery due to the pseudoarthrosis of the greater trochanteric femur, the accord cable was removed. The second surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: device associated with this report was not received for examination. All implant photos were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.